Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the device stopped getting readings. No additional event or patient information is available. No product was provided for evaluation. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.